Event description:
Info received indicated that the left intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that fluid ingress had gotten inside the center arm assembly. He found that the pin and latch had rusted. He replaced the pin and latch and the bed functioned per specs.